Event description:
Account experienced discrepant sodium results for approx 10 pt samples. The following example was provided. Initial result gave 143 mmol/l; repeat next day gave 134 mmol/l. No adverse events reported in association with the incorrect results. The field svc rep determined the cause to be a bad calibration. Customer recalibrated the assay which resolved the issue. Performance tests were performed.